Event description:
Information received from the field does not address the patient's clinical status but notes that at implant, thresholds were at 0.365 v, 0.5 ms with autocapture on and sensing was at 8 mv. During a follow-up, loss of capture was noted at 4.5 v. Bipolar capture thresholds were at 2.0 v, 0.5 ms. Unipolar capture thresholds were at 5.0 v and r waves were at 3.0 mv. Although x-rays did not reveal any abnormalities, the lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received